Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Failed to exit the applicator [device deployment issue]. Case narrative: consumer reported via e-mail that during removal she noticed there was no string and found the string inside the applicator. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Failed to exit the applicator [device deployment issue]. Case narrative: consumer reported via e-mail that during removal she noticed there was no string and found the string inside the applicator. No injury reported.